Manufacturer narrative:
Product analysis: the complaint was confirmed. The atrial connector was found to be broken, inside of the device. The hanger assembly was found to be cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial channel was not detected, during device testing at the user facility. The epg was returned for service. There was no patient involvement.